Event description:
Co's catheter placed on 11/11/96. On the morning of 11/14/96, pt was admitted to the emergency room with the complaint of a broken catheter. Pt states she awakened and the catheter was broken, and she does not know how it happened. It appears "to have come apart", about 1 inch from the insertion site. Pt was taken to the operating room to have the remaining portion of the indwelling catheter removed and a new catheter placed. The report of operation notes the catheter had broken completely in half approx four to five inches from it's exit site.